Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. The customer was instructed to reset the pump to resolve the issue.

Manufacturer narrative:
Device not returned.